Event description:
It was reported that primary tka was 13 years ago. Revision surgery was performed due to insert broke off.

Event description:
It was reported that primary tka was performed 13 years ago. Revision surgery was performed due to the insert breaking off. The patient had a posterior subluxation noted upon examination under anesthesia. It is unknown the current state of the patient.